Event description:
It was reported that the device was displaying the service light and it would restart itself during the self test. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure.